Event description:
It was reported by service report that the footboard plastic modules were cracked, and the power cord plug had bent prongs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard broken main modules. Power cord plug had bent prongs.